Event description:
Related manufacturer reference number: 2017865-2023-11578. It was reported that the patient presented post-implant procedure. During device check, the pacemaker exhibited double counting of p waves and the ventricular lead exhibited high pacing impedance and threshold. The device was reprogrammed, and the lead was re-positioned successfully on (B)(6) 2023. The patient condition was stable.